Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was informed about a fall from arjo atmosair plus mattress. The customer stated that the mattress did not support at the edge of the bed. A week later an arjo representative visited the customer to collect additional details to the fall. A patient involved in the reported fall, stated that his fall had nothing to do with arjo mattress but rather with the improper use of a non arjo sling and non arjo ceiling lift. Arjo mattress and arjo bed frame was evaluated by arjo service technician and no fault was found.

Manufacturer narrative:
Arjo was informed about a fall from arjo atmosair plus mattress and arjo citadel plus bed. The customer stated that the mattress did not support the patient at the edge of the bed with the bolsters. There was no injury in regards to the event. A week later, an arjo representative visited the customer to collect additional details regarding the reported event. During the visit the patient, involved in the a fall, explained that the event had nothing to do with arjo devices but rather with the improper patient handling by caregiver while using the ceiling lift. Both arjo mattress and arjo bed frame were checked by arjo service technician who confirmed that there was no product fault. Atmosair plus mattress is designed with side bolsters, which allow expand the mattress from 36 in (91 cm) to 42 in to 48 in (107 cm to 122 cm) width. If required, bolster can be added to fit into the expanded bariatric bed. Product instruction for use (407411-ah) clearly describe how to install side bolsters on the bed frame. Bolster needs to be placed in the gap between mattress and side rails, connected via four buckles to the underside of the mattress in order to secure its position to the bed frame, flaps (wings, which is a part of mattress cover) needs to be wrapped around the bolster and zipped together. When the bolsters are placed correctly, it is unlikely that patient falls from the mattress. History of reportable complaints showed that no fall occurred due bolsters, therefore the patient's statement that his fall was not related to the arjo mattress seems in line with arjo findings. The exact circumstances of the event perpetrating to patient's fall remains unknown due to contradictory information received in relation to the event. In summary, when the event occurred the arjo atmosair plus mattress was used for patient handling, but did not fail to meet its specification (no fault was detected during quality control check). We report this event because of allegation of patient fall from arjo mattress. Conflicting information received from the customer staff and the involved patient did not allow us to determine the exact circumstances of the event.